Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. With new spheres, geometry error was maximum .22 at times. Sequentially covering up spheres made no difference. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, tracking issues were alleged in using the spine air frame with the navigation system. Tracking issue consisted of flickering in and out of the camera tracking view, and appeared after lowering the patient bed after the imaging system spin. Adjusting the camera did not resolve the issue. Confirmed the tracking volume was in the middle. Noted one sphere was flickering from green to red status, however, changing out the sphere did not improve tracking. The surgeon opted to continue and completed the procedure with the use of the navigation system and the spine air frame. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.